Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4)) does not recognized the pump lid when closed was confirmed during the functional testing performed by the biomed. The probable cause for the reported complaint could be due to normal wear and tear. The hall sensors for the pump lid magnets were not recognizing closure of the pump lid. The thermogard xp ivtm system was manufactured in june 2015 and is nearly 7 years old, past it's service life of 5 years. The raceway rotor assembly was replaced by the hospital biomed to address the reported complaint. The thermogard console was further investigated by zoll service personnel at the customer site. During visual inspection, unrelated to the reported complaint, observed dried saline droplets on I/o printed circuit board (pcb), likely due saline fluid spill at some point. The I/o pcb was replaced by a zoll service technician to address this observed issue. An event log data review was performed and revealed a mid:09 (air trap assembly) on 11/16/2021, unrelated to the reported complaint. The probable root cause was likely the possibility that air bubbles were trapped inside the glycol block assembly or saline fluid spilled on the air trap sensor. The mid:09 error was likely cleared by restarting the console and allowed the glycol to flow into glycol block and removed the air bubbles around the sensor block or the air trap sensor was clean dry. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During preventive maintenance performed by a hospital biomed, the thermogard ivtm system (sn tgxp11757) does not recognized the pump lid when closed. No patient involvement.